Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented post procedure, loss of right ventricular capture and loss of sensing was observed. An x-ray revealed that the lead had dislodged. The physician elected to explant and replace the right ventricular lead. The patient was stable and has been discharged home.